Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received regarding a needlestick injury that occurred at the user facility. At the conclusion of an infusion the doctor activated the safety feature of the device and set the device down on the side table. Thirty minutes later a nurse cleaned the side table, picked up the device and was stuck by an exposed needle. The nurse reportedly underwent testing consistent with blood exposure.